Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 14457689/14698661.

Event description:
It was reported that the patient was experiencing worsening pain in the low back due to the spinal cord stimulator system was not functioning properly. The patient underwent a revision procedure wherein all devices were replaced. The patient was doing well postoperatively, and the explanted devices will not be returned due to hospital policy.